Manufacturer narrative:
The approximate date of the event is april 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette was missing the patient cap; the cap was not present in the bag (overpouch). This occurred during set up for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.